Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that during the night the insulin pump alarmed for low glucose and she knew was low. Customer stated her blood glucose was 43 mg/dl and she probably over treated but then an hour later it went into threshold suspend. Customer stated that when she woke up and her blood glucose was between 400 to 500 mg/dl. Customer stated she thinks the high blood glucose was a combination of treating for low blood glucose and then the insulin pump going into threshold suspend. Customer though it was just something she did wrong. Nothing further reported.